Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating while performing preventive maintenance (pm) outside of clinical use without patient involvement, it was observed that the device is not operating on ac power or charging the battery; the device is failing led amber light test. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is not charging the battery and will not power on. The rse advised the customer of the latest version of the service manual. The biomedical engineer disconnected the white molex connector on the power management board and confirmed that the 24-volt power supply is not within specification. The customer was advised to confirm that the power supply is operating within specification by referring to the section of the service manual that provides the necessary steps. The parts ID for the power supply and power cord for repair were provided.